Event description:
A pt, who was introduced to a novopen 3 (insulin delivery device) in 2003 for type I diabetes, experienced elevated blood glucose levels for 2 months and was hospitalized for 2 days. The pt stated they had used the novopen 3 for a total of four times. They reported that the piston rod on the device would not reset and the push button would continue to depress after the dial had already returned to zero causing the dial to go back past zero. They attempted a function check by injecting 40 units of insulin into one of the needle caps, but it only filled the cap to where 20 units of insulin should have filled it. They also performed a 20 unit function check with there physician and the device did not deliver the full amount. The patient stated that they felt the device was not delivering their full dose of insulin. During the event the patient's blood glucose ranged from 500 to 600 mg/dl. They discontinued using the novopen 3 because they were unable to control their blood glucose levels. Days later pt went to the emergency room due to their blood glucose levels. They were treated with humulin r insulin (dose unknown) and intravenous fluids. They were admitted to the hospital overnight and they were discharged the next day. The pt stated that the physician's diagnosis was uncontrolled diabetes. The pt has a history of elevated blood glucose levels. Pt's normal range of blood glucose levels is 200 to 300 mg/dl. The following month their hemoglobin a 1c test result was 8.5%. They described themselves as a brittle diabetic and they have difficulty controlling their blood glucose levels.